Manufacturer narrative:
An investigation was performed on retention and returned products for the reported lot number. Manufacturing batch record review did not uncover any abnormalities. Retention and returned products were tested with clinical negative serum sample and low concentration serum standards (2miu/ml hcg). Results were read at 5 and 6 minutes and all test devices produced expected negative results. Retention devices were also tested with the returned patient serum sample. Results were read at 5 and 6 minutes and all test devices produced negative results. The patient serum sample was sent out for quantitative analysis and the mean concentration of hcg found in the sample was 6.5 miu/ml. This result is below the threshold and correlates with the negative result obtained in-house. The reported complaint for false positive hcg results was not replicated during in-house testing. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient presented to the facility for psychosis. A serum sample was collected and tested x3 on the cardinal health rapid test hcg combo and provided a positive result x3. The same serum sample was sent to the lab for confirmatory testing and provided a beta quant result of 3.9 miu/ml. No treatment was provided or withheld based on the false positive result. No further information would be available. Troubleshooting was conducted with the customer. The customer was advised on possible causes of false positive results focusing on proper sampling technique, patient specific factors and storage conditions per the package insert.